Event description:
A malfunction alarm was reported, which coincided with the customer's blood glucose level which was recorded as high and ketone level was moderate. Customer administered an insulin injection to address bg. Technical support provided pump reset instructions, assisted in resetting the pump, and confirmed the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccurred.